Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced low blood glucose. Blood glucose level at the time of the incident was 36 mg/dl treated with food. Customer believed insulin pump was over delivering because insulin pump was not functioning as supposed to be and insulin pump did not stop delivering insulin. In alarm history it was observed that there was lots of high blood glucose and low blood glucose was like a roller coaster up and down. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose event. Customers last blood glucose reading was 126 mg/dl. The insulin pump will not be returned for analysis.